Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was explanted and replaced on (B)(6) 2014. It was noted the patient had part of the catheter removed in november. It was noted the spine segment was cut and removed due to suspicion of infection. It was noted that infection was later ruled out and surgery was performed to have the new catheter spine segment implanted and connected to the existing pump segment. It was noted the physician was unable to initially find the cut piece near the spine and had to open up the pocket. It was stated the catheter had pulled back from the spine incision area where it was cut in november and coiled around the pump. It was noted the physician just decided to replace with a new catheter. The patient status was noted as alive with no injury. The pump was used to deliver morphine. Additional information reported the physician suspected meningitis, but later testing determined that there was no infection. It was reported the patient was doing fine now and receiving effective therapy per their managing doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013; explanted: (B)(6) 2014, product type: catheter. (B)(4) .

Event description:
Additional information reported the patient was in the hospital for 13 days and had massive headaches, couldn¿t turn his neck, and was misdiagnosed in the ER. It was noted the patient¿s ¿counts were off¿ and they ¿literally could not think.¿ conflicting information reported, the patient had spinal meningitis, but testing and previous information showed the patient did not have spinal meningitis.